Event description:
The screw driver head fractured.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of breakage. A complaint database search on the provided product codes found similar reports which were attributed to product wear out and or misuse. Design review dr-002087 was created on october 29, 2014 to review the design, determine root cause, and any corrective action needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.